Manufacturer narrative:
The unit was received with operating currents within specification. The pump passed all functional testing including the self, restart error, displacement, rewind, basic occlusion, occlusion and prime. Unit received with vibrator alert functioning properly. However, unable to prime unit during prime test due to faulty force system sensor gold. Unit received with cracked battery tube threads and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump vibration is too loud and the pump was dropped. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.